Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and the device was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.